Event description:
In 2007, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter would not turn on. The medical affairs specialist (mas) spoke to the reporter and patient on two days later, and obtained/verified information. The patient tests her blood glucose twice a day before breakfast and dinnertime. Her normal blood glucose levels are around 190-350 mg/dl. The patient takes a set dose of 1.5 tablets of glipizide twice a day. The reporter informed the mas that the alleged meter issue started about a month ago. Initially, the reporter had indicated that the issue started on an unspecified date 2 weeks ago at around 3:00-4:30 am. During the time of concern, the patient continued to take her glipizide medication as prescribed. For four days, the patient reportedly had symptoms that the reporter attributed to low blood glucose. He said the patient was not really responsive or alert at times. He also described that patient as being sluggish and said that her legs and lips were numb. On an unspecified data last week, the reporter apparently called the paramedics because of her symptoms. The paramedics tested the patient's blood glucose with an unidentified device and got a result of "27 mg/dl." The patient was treated with an unidentified injection to raise her blood glucose. On three days prior to original date, the patient again had the reported symptoms at around 10:00-11:00 am. The patient attempted to treat the patient with orange juice and 2 teaspoons of sugar. He also called the paramedics who arrived and tested her blood glucose. The paramedics obtained a result of "40 mg/dl." They treated the patient with more orange juice and took her to hospital for observation. She stayed in the hospital for 2 hours. The meter's battery was not replaced according to the owner's manual. The reporter did not have a replacement battery to troubleshoot the alleged meter issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion. The patient alleged she was unable to test her blood glucose for about a month and developed symptoms suggestive of hypoglycemia for an approximate 4-day period.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.